Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. The customer received a blood glucose of 71 mg/dl on (B)(6) 2022 at 9:30am. The customer's father treated her with sweets to stabilize blood glucose values, but did not give the customer any insulin. The customer was experiencing elevated blood glucose symptoms of a stomach ache, was pale, vomiting and went into a coma. The father transported the customer to the hospital. At 11:00am the hospital tested the customer's blood glucose and received a result of 600 mg/dl. The customer's acetone level was 3 points. The hospital treated the customer for diabetic ketoacidosis, but the type of treatment given was unknown. The customer was hospitalized for 7 days, and 5 of those days were in the intensive care unit. The customer is now stable.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.